Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Low impedance, loss of capture, and noise during pacing reported by representative during follow-up. Physician ordered ICD therapy be programmed off. Patient to be seen monday (B)(6) 2019 for potential revision. Lead remains implanted.